Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was unable to prime during the prime test and alarmed for a motor error during the basic occlusion test due to a faulty gold force sensor resistor. The occlusion test and excessive no delivery alarm tests could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had cracked battery tube threads, a cracked reservoir tube and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed motor error had has been experiencing low blood glucose as low as 56 mg/dl. Customer stated she has dropped the insulin pump in the last few days and was exposed to dental x-ray. Alarms occurred during insulin basal delivery. Customer stated she does not use the sensor feature and is able to rewind the insulin pump. Current blood glucose level 76 mg/dl. Nothing further reported.